Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty with the wake button. Reportedly, the contact alleged that the wake button was broken. The contact declined to provide additional information and declined to perform troubleshooting with tandem technical support. Reportedly, the customer continued using the pump. There was no reported impact to the customer's blood glucose level.